Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken/fractured 6cm from the proximal end of the catheter hub. The catheter shaft was seen to be kinked/bent 14cm from the proximal end of the catheter hub. The catheter tip was seen to be flat/crushed. The catheter hub was intact. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported during the procedure to remove a thrombus from the right middle cerebral artery (mca), the physician coaxially delivered an 8french guiding catheter and a aspiration catheter along a 0.035-inch guidewire to the c2 segment of the right internal carotid artery (ica). Subsequently, the subject catheter was advanced to the m1 segment of the mca, close to the thrombus site. A 50ml syringe was then connected to the subject catheter to initiate negative pressure aspiration. During the withdrawal of the subject catheter, the physician noticed it proximal part was fractured. The catheter was then replaced with another catheter to successfully complete the surgery. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patient's anatomy was moderately tortuous. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to some procedural factors during the procedure. The as reported/as analysed ¿catheter broken/fractured during use' and as analysed 'catheter tip flat/crushed' and 'catheter shaft kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The aspiration catheter (subject device) was selected for a thrombus retrieval procedure. The physician connected a syringe to initiate negative pressure aspiration and attempted to withdraw the subject device. During withdrawal the physician noticed that the proximal part of the subject device was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
The aspiration catheter (subject device) was selected for a thrombus retrieval procedure. The physician connected a syringe to initiate negative pressure aspiration and attempted to withdraw the subject device. During withdrawal the physician noticed that the proximal part of the subject device was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.